Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Additional information in b3 and g2. Literature: double endobutton suspension system fixation for tibiail insertion avulsion fracture of anterior cruciate ligament of teenagers correction in g2: uncheck health professional and user facility boxes.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported on literature review, "double endobutton suspension system fixation for tibiai insertion avulsion fracture of anterior cruciate ligament of teenagers", a revision surgery was scheduled 6 months after using an endobutton. The device was removed to treat a bulging mass inside the tibial tubercle. The current patient's status is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.